Event description:
An nmpa report (B)(4) from china was received that reported the affiniti 50 ultrasound system froze and shut down during use in critical thyroid examination. There was no patient or user harm. The system was exchanged to complete the procedure. The service engineer evaluated the system related to the reported problem and cleaned the air filter to return the system to service. Philips has started an investigation, and upon completion, a follow-up report will be submitted.